Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021, there are no plans to reimplant the patient with another cochlear device as of the date of this report. Device analysis report is attached, this report is submitted on november 29, 2021.

Manufacturer narrative:
This report is submitted on may 20, 2021.

Event description:
Per the clinic, the device was explanted (date not reported) due to cochlear oscillation. Additional information has been requested but has not been made available as of the date of this report.